Event description:
A doctor was using a welch allyn disposable laryngoscope in an attempt to resuscitate a pt who had collapsed in the parking lot. The dr's description of the event is as follows: "enclosed please find 2 green disposable laryngoscopes for your examination. These came from a banyan emergency kit (stat kit 600). The large one was used in resuscitation attempt in the parking lot after the pt collapsed on the way to his car. The product failed. Dr was unable to intubate him because of the failure. The pt died! The problem seems to be in the design of the screw cap. While it will light, it will not stay lit. When using the device, you are holding it with the left hand and inserting a tube with your right hand. It is impossible to adjust the cap when the light goes out in this position. Dr recommend you recall this product immedately."